Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. The patient reported that approximately 2 weeks ago, her dog jumped and landed on the stoma. Since then, patient had increased soreness, drainage, and bleeding. Patient has had stoma site drainage in the past that has improved but not resolved. The patient was treated with an ointment for 5 days and antibiotic cephalexin. Approximately after one week, patient noticed yellow and white pus from the stoma. The stoma was cleaned with sterile saline. About 3 days ago, patient also noticed a pea size granulation tissue around the stoma. On (B)(6) 2017, patient was seen by physician and was prescribed antibiotic doxycycline for 10 days for possible stoma infection.